Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2015 patient experienced an intermittent out of range signal.no additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. There is no shared data avaiable for review. The reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.